Manufacturer narrative:
Qn#(B)(4). The clinical director of intensive care medicine reported that the patient died at a time after the procedure, but from causes completely unconnected to the incident. The incident did not cause the patient any lasting harm beyond requiring a small incision to retrieve the guidewire.

Event description:
The customer reports that during insertion of the device, the guidewire stuck in the internal jugular vein and required vascular surgical intervention to remove it. The wire had passed subintimally before the j-tip had exited the vein externally. Intervention - a small incision was made and two stitches to the vessel were applied.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no product or lot number were provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during insertion of the device, the guidewire stuck in the internal jugular vein and required vascular surgical intervention to remove it. The wire had passed subintimally before the j-tip had exited the vein externally. Intervention; a small incision was made and two stitches to the vessel were applied.